Event description:
It was reported that when the doctor found the connector and dressing missing when the patient returned to the hospital. With x-ray check, the catheter was found in the superior vena cava. When the catheter was taken out, they found the catheter was integrated.

Manufacturer narrative:
The manufacturer has received the sample and will be evaluated. Results are expected soon.